Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, high threshold on right ventricular lead was observed. During the lead revision procedure, physician experienced difficulty in accessing through left side and it led to pneumothorax. The right ventricular lead was explanted. Right atrial lead was also electively explanted, as physician did not want to tunnel the chronic atrial lead to the right side. New leads were implanted from the right side. Patient had left sided pneumothorax post procedure. The pneumothorax did not require any additional intervention.